Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred after water entered the device. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. During the evaluation, the device failed a step during testing. The device's sensor board was replaced to address the issue.